Event description:
It was reported that: "dr (B)(6). Reported to me that a titan/sleeve patient, having had surgery on 12/18 at (B)(6) hospital, reported continued reflux problems within the past 2 weeks and patient not able to eat solid food without experiencing severe reflux. Upper gi and then edg test completed to diagnose, resulting in stenosis identified in the incisura angularis portion of the stomach. No problem or concern identified during procedure. Patient being treated with steroids and is tolerating liquids and getting protein and mvi."

Manufacturer narrative:
(B)(4)complaint verification testing could not be performed as no sample was returned for analysis. The customer provided one photo for analysis. The complaint could not be confirmed by the picture. The customer photo depicted the spu01, titan sgs standard power unit label. The reported complaint is for the sgs23rb titan sgs rb stapler 23 cm product. A visual inspection of the product involved in the complaint could not be conducted since the product was not returned and the customer photo did not depict the reported sgs23rb titan sgs rb stapler 23 cm product.a sgs23rb DHR review could not be performed because the sgs23rb lot was not provided by the customer. The customer provided an image of the spu label and the spu serial number. The spu, titan sgs standard power unit, reference numbers are separate from the sgs23rb, titan sgs rb stapler 23 cm, reference numbers as they are separate products. A DHR review was completed for the spu since the information was provided by the customer; however, the review conduct is not for the applicable sgs23rb DHR information based on the customer description. A device history record review was performed for the titan sgs standard power unit and no issues with the lot were identified.without the sgs23rb device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "dr (B)(6). Reported to me that a titan/sleeve patient, having had surgery on (B)(6) at (B)(6) hospital, reported continued reflux problems within the past 2 weeks and patient not able to eat solid food without experiencing severe reflux. Upper gi and then edg test completed to diagnose, resulting in stenosis identified in the incisura angularis portion of the stomach. No problem or concern identified during procedure. Patient being treated with steroids and is tolerating liquids and getting protein and mvi."

Manufacturer narrative:
(B)(4).